Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working because there was a tear in both cylinders, the outer layer of silicone was torn on both cylinders. The ipp was explanted and replaced. There were no patient complications reported.